Manufacturer narrative:
Registration number 3009092818 and exemption number e2016011. This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. This report is filed on august 03, 2016. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced a skin overgrowth at abutment site; subsequently the patient was placed under general anesthesia and underwent revision surgery on (B)(6) 2016, to remove excess skin and replace abutment.